Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. Open receiver for internal inspection: pass; speaker resistance at 7.68 ohmsa manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of an intermittent audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced intermittent alarms and an adverse event. The patient's husband indicated that the alarm on the patient's receiver alarmed one time when the patient's blood glucose (bg) went below the low alert that was set at 70 mg/dl. The patient's husband indicated that the receiver did not alarm a second time after 15 minutes and the patient's continuous glucose monitor (cgm) went below 55 mg/dl. The patient's husband reported that the patient had started sweating and did not answer his questions satisfactorily. The patient's husband gave the patient a can of soda and a piece of bread. It was indicated that the patient's bg started going up and the paramedics were not called. At the time of contact, the patient was doing fine. No additional patient or event information is available. The device has been re¿ceived for evaluation. A follow-up report will be submitted once the evaluation is complete.